Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a left foot triple arthrodesis surgical procedure on (B)(6) 2016 and utilized paragon 28 monster screw system. On (B)(6) 2018 during the hardwar removal surgery, the surgeon noted that part of the monster screw broke off and was retained in the patient. The surgeon confirmed that there was no perceived harm done to the patient and that the risk of retrieving the part was much greater than leaving it in. Report mw5074558 was received from the FDA which addresses this event.